Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation the monitor's electrode belt receptacle was pulled from the enclosure and missing. The root cause for the damaged belt connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.